Event description:
Contact repoted that after a 2 leveldisc arthoplasty-the l4 superior endoplate has subsided laterally into the anterior/superior vertebral body. The pt complained of back pain. The physician determined with pt's visit that this pt over exerted themselves which caused, in physician's opinion, the outcome. Surgeon is watching the pt and is taking no action at this time. Physician states that there is no risk for vessels, radicular pain or foramina stenosis. Physician has ordered a lumbar corset and calcium supplement with CT. As surgical intervention could be required an MDR is being filed to document this event.